Event description:
The following info was reported: the mynx device jammed in the sheath and was not able to be removed. The balloon was deflated and the entire sheath and mynx device were removed as one. The device jammed and could not be removed normally per IFU. Manual pressure was applied for unk duration. The pt was said to be fine post procedure and discharged as normal. Procedure type: coronary. Deeanna o'brien from the user facility reported the following info to the aci rep: light manual compression is typically 5 minutes after a closure device, 10-15 minutes if no closure device, depending on french size.

Manufacturer narrative:
The reported complaint indicated that the device jammed in the sheath and was not able to be removed; however, the device was returned with introducer sheath retracted and the shuttle cartridge engaged to the handle. In addition, both the shuttle cartridge and the introducer sheath moved freely. The condition of the returned device does not match the description of the reported device jam. Visual inspection of the returned device showed that the sealant was protruding through the shuttle cartridge side slit. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was stimulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the investigation performed, the probable root cause for the reported event could have been from an incomplete engagement of the advancer tube.